Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit received with cracked case at display window. Unit received with minor scratched lcd window and case. Unit received with bleeding lcd glass. (B)(4).

Event description:
Customer reported via phone call to have scratches on display screen and was not able to see screen and does not know if insulin is being delivered or if insulin pump is functioning. Customer also reported that there was a circle on display screen. Customer's blood glucose was 91 mg/dl. Customer reported of being hospitalized due to kidney problems and states it was not an insulin pump issue and declined troubleshooting. Customer was advised that circle on display screen was due to running pattern a. Customer was educated. Customer was advised that insulin pump would be replaced due to scratched screen display.